Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had line blocked alarm and changed out infusion site and tubing at the time of the event, and was able to continue insulin with current cassette. The patient had discard of infusion site and tubing. The event occurred while in use with patient and there was no patient injury.